Manufacturer narrative:
Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 22 may 2015. Expiry date: 01may2025. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, a patient with trochanteric fracture was having the reported blade inserted. Surgeon connected impactor with the blade and inserted it into the femoral head accordance with the technical guide. At the final operation phase, the reported blade could not be locked. Therefore surgeon opted to remove the blade and attempted to lock outside the body for condition confirmation but without success again. Eventually, the surgeon used a spare blade which is one-size shorter than reported blade and completed the surgery. No surgical delay was reported. No adverse consequences to the patient were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. (B)(6). Product investigation summary: the device shows abraded color on both flanks of the body sleeve, but no other damages are visible. Nevertheless, the event description describes that the blade could not be locked. The device was in the locked position when received. The device passed successfully the performed functional test; the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9495246 was manufactured in may, 2015 in a quantity of (B)(4) parts. No evidence of any quality issues associated with this article and lot number. The root cause for this complaint condition could not be confirmed, but the likely cause of failure was not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.